Manufacturer narrative:
(B)(4). The homechoice device was returned and an evaluation was completed. A service history record review was performed and revealed no issues that could have caused or contributed to the reported problem. An external/internal visual inspection was performed and found no issues. Temperature confirmation testing was performed and the results were found to be within specifications. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device failed rite functional testing as fluid was transferred above the allowable specification range during volumetric accuracy testing. The original piston foam was removed and inspection revealed that the piston foam was deteriorated and the door piston was cracked. Upon conclusion of the investigation, the cause of the failure was determined to be the deteriorated piston foam and cracked door piston. The piston foam and cracked door piston were scrapped and the device was sent for servicing. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.